Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was inspected and a pre-implant balloon aortic valvuloplasty was not performed. The valve deployment was attempted, but was subsequently recaptured due to the initial deployment being too deep. Upon the second deployment attempt, end cap separation was observed. It was noted that the capsule was possibly overdriven during the first deployment attempt. The system was withdrawn from the patient. A new valve was used to complete procedure. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID evfxplus-29, (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a, product ID unknown balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.